Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive heavy bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding. Previously administered products included for an unreported indication: omeprazole and valacyclovir. Concurrent conditions included vaginal discharge, vaginal irritation, vaginal odor, vaginal itching, dysuria, herpetiform lesion, constipation, nausea, ovarian cyst, pelvic inflammatory disease, vaginal candidiasis, chest pain, ovarian cyst, low back pain and pelvic congestion syndrome. Concomitant products included amlodipine and topiramate. In october 2010, the patient had essure inserted. In november 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and cyst ("cysts"). The patient was treated with surgery ((B)(6) 2017 (bilateral salpingectomy)) and surgery (thermachoice ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, cyst and dyspareunia had resolved, the abdominal pain, migraine, headache and dysmenorrhoea was resolving and the urinary tract infection, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff continued to experience these symptoms until on or about (B)(6) 2017 when she underwent a hysterectomy for relief from her essure related symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion. Pathology test - on (B)(6) 2017: completely transected portion of oviduct. Ultrasound scan - on (B)(6) 2014: total bilateral occlusion . On (B)(6) 2017 pathology test was done having result completely transected portion of oviduct, right essure medical device (gross only) left tube: completely transected portion of oviduct, left. Essure medical device (gross only). ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; menorrhagia, pelvic pain, genital hemorrhage, dysmenorrhea, dyspareunia, headaches, migraines, abdominal pain, back pain. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received an event " infection (bladder/urinary tract/vaginal) type: urinary tract, abnormal bleeding (vaginal), menorrhagia, bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)" are added. Lab data added. Patient, reporter and product information added. Concomitant and historical condition are added. Historical and concomitant drug are added. Outcome of event " abdominal pain, headache, migraines, dysmenorrhea" are recovering and dyspareunia is recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), infection ("infections") and cyst ("cysts"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, infection and cyst had resolved. The reporter considered abdominal pain, back pain, cyst, genital haemorrhage, infection and pelvic pain to be related to essure. The reporter commented: plaintiff continued to experience these symptoms until on or about (B)(6) 2017 when she underwent a hysterectomy for relief from her essure related symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: essure device seen bilaterally in normal position incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.